Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture, unspecified benign breast dysplasia, lump in breast, and breast pain. Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, g2.

Event description:
Patient reported left side rupture, unspecified benign breast dysplasia, lump in breast, and breast pain. Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed a broken assessed as surgical damage and observed missing shell assessed as inconclusive. No other observations observed, no further actions are required. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Patient reported left side rupture, unspecified benign breast dysplasia, lump in breast, and breast pain. Device has been explanted and replaced with non-allergan device.